Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/206 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: a review of the pump black box revealed 2 occlusion alarms. The force at the time of the occlusion was high. The rewind, load and prime steps were performed properly with no alarms occurring. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 02/23/2016; correction to year: 2016.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a occlusion issue.